Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer changed two infusion sets and one cartridge, eventually finding success with the third infusion set, which required an unusual amount of insulin to prime. Customer successfully resumed insulin delivery and was instructed by technical support to disconnect from the site and deliver a 5-unit bolus as a precautionary measure, which the customer did with positive results. They were advised to monitor the pump and blood glucose levels and call back if necessary, and the case was closed.